Event description:
An unknown patient underwent revision surgery on (B)(6) 2025 due to an alleged infection; the explanted devices were not identified.

Manufacturer narrative:
The root cause of this complaint was not determined.